Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during clamping of the cystic duct on a laparoscopic vesicle procedure, not all clips of hemostatic clamp attached when handling the handle (no crushing of the clip). Another device was used to complete the case. There was no patient injury.